Manufacturer narrative:
(Other, required secondary intervention).

Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm 53 months ago. Aneurysm morphology was not reported and the aortic neck had some angulation. The stent graft was originally implanted 9 mm below the level of the renal arteries and this was evident 7 months post implant in the first post operative scan. Currently, the aortic neck was found to have slightly increased in diameter and is 2.5 cm in length. This resulted in stent graft migration where it is approx 2 cm below the lowest renal artery with a proximal type 1 endoleak present. A talent and aneurx aortic cuffs were implanted to successfully resolve the endoleak. No additional clinical sequelae were reported and the pt.